Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3:the event occurred on an unspecified date of may 2023. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system nitroglycerin set leaked around the priming chamber where the line was connected. The issue was observed in the pharmacy room before the product was dispensed. There was no patient involvement. No additional information is available.